Manufacturer narrative:
During preventative maintenance at zoll, the autopulse platform (sn (B)(6) failed the load cell characterization check. The root cause of the failure was a defective load cell. The load cell was replaced to address the observed problem. The autopulse platform passed the functional testing without error or fault. The load cell characterization check revealed that load cell #1 was under-reporting and was replaced. Following service, the autopulse platform passed the run-in and final tests without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the autopulse platform with sn (B)(6).

Event description:
On august 14, 2024, during preventative maintenance at zoll, the autopulse platform (sn (B)(6) failed the load cell characterization check. No patient involvement.